Manufacturer narrative:
(B)(4). Follow up with the nurse revealed that she was not informed of the alarm. The nurse did indicate that the patient is still performing peritoneal dialysis therapy. No medical intervention or injury was associated with this report. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, number (B)(4).

Event description:
Patient was revised to address back-side poly wear of the liner and osteolysis.

Event description:
A customer contacted baxter's technical service center to report a system error 2240 alarm (air) on the homechoice during dwell 4 of 4. The baxter technical service representative (tsr) explained the alarm and had the homepatient (hp) close all clamps. The tsr had the hp cycle power to clear the alarms and advised the hp to discard supplies.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.